Event description:
During review of the event history by a baxter service technician, it was determined that failure code 810:11 occurred during delivery on (B)(6) 2010 causing an interruption of delivery. There is no patient involvement, injury or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with an 810:11 failure code was confirmed during product evaluation. The root cause was assigned to the air in line printed circuit board being out of calibration. The air in line printed circuit board was recalibrated in order to correct this condition. A service history review revealed no previous service events were related to the reported condition.baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).